Event description:
The customer reported a surgery was delayed when it was discovered that a pacs user had flipped on image in a CT head series, which resulted in surgical preparations being done for the wrong side of the head. The error was discovered prior to surgery. Ge was contacted to identify the individual who had performed the image flip from info in the audit log. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.